Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply bag line of a homechoice automated pd set with cassette was loosely connected to the unknown supply bag and was leaking during initial drain. The patient was not connected at the time of the event. The technical service representative (tsr) assisted the patient in ending therapy and advised the patient to restart therapy with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.